Event description:
It was reported that caller noticed tall black object on top of short piston on mobi pump, which caused cartridge to leak, and caller did not recognize object or know its origin. There was no adverse impact to the customer's blood glucose level. Caller removed black object and cartridge, filled new cartridge, and attempted to load new cartridge onto pump, and matter was linked to another case for malfunction during loading and for pump replacement, with no further outcome details provided in this record. Cts to replace pump. Customer will use backup pump.